Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 9508161 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The pt reported chest pain occurred once 3 days prior to the procedure. The calcified, 75% stenosed, 2mm in diameter x 12 mm in length target lesion was in the moderately tortuous distal left circumflex (lcx) artery. A small amount of thrombosis was noted. The thrombosis was treated with a non-bsc thrombectomy device. An intravascular ultrasound (ivus) device was able to be advanced to the target lesion where the physician noted the calcification from 180 to 270 degrees and felt direct stenting was possible. A 2.5x16mm taxus express2 drug eluting stent (des) was deployed at 10 atmospheres (atms). There was a 25% residual stenosis and a "slight indentation" felt to possibly reflect incomplete stent "dilation" noted. Post-stent ivus was performed and confirmed stent placement was well appositioned. No post dilation due to possibility of dissection or perforation. Repeat angiography was performed 9 days later in preparation for the pt to be discharged from the hospital. Thrombosis was noted in the previously implanted taxus express2 des. The thrombosis was treated using a non-bsc thrombectomy device. A unk sized quantum maverick balloon was inflated "several times" to 22 atms to complete the procedure. The pt was given heparin 10,000 u per day, for six days in 2007. The pt takes glimicron for diabetes. The pt has been prescribed ticlopidine 200mg per day and aspirin 100mg per day since implant. No add'l pt complications were noted. The pt was discharged from the hospital 7 days later.